Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to ketoacidosis. Customer's blood glucose level was unknown. Customer's mother stated the infusion set cannula was bent and the insulin pump never alarmed "no delivery". Troubleshooting was performed. The insulin pump did not alarm during high pressure test. Customer's mother was advised that customer should revert to back up plan. No further information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.